Event description:
Additional information received stated that the patient was listed for an operation to repair/replace the valve.

Manufacturer narrative:
The following sections were updated/added: b2, b4, b5, g3, g6, h2 and h10.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through imaging evaluation. Potential contributing factors to the sldas are unable to be determined based on review of the images provided. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where on post-op day (pod) 28, a single leaflet device attachment (slda) was detected on control toe. One pascal device was implanted at the index procedure. Baseline mr was 4+ and post-procedural mr 2+. After the procedure the patient presented again with symptoms such as shortness of breath (sob). On pod 4 the slda was suspected on control tee but could not be confirmed. Since the slda, the patient went back to baseline mr. Status of the patient is stable but symptomatic with sob. Treatment options will be discussed with the patient.